Event description:
Contacted technical service center regarding a system error 2240 message that appeared on the display machine during the initial drain cycle of their automated peritoneal dialysis therapy. Pt connected themselves to the setup after initiating the initial drain cycle. Technical service center assisted the home pt in ending therapy early. Pt was instructed to complete therapy by setting up with new supplies. No pt injury or medical intervention was associated with this incident.